Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device lost paddles ECG waveform after delivering a 300j shock to the patient. The customer advised physio that the device successfully delivered one 250j shock and followed with a second 300j shock. Following the second shock, the display was completely green so medical personnel switched the device to an ECG lead to view the waveform for the remainder of the event. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device lost paddles ECG waveform after delivering a 300j shock to the patient. The customer advised physio that the device successfully delivered one 250j shock and followed with a second 300j shock. Following the second shock, the display was completely green so medical personnel switched the device to an ECG lead to view the waveform for the remainder of the event. This issue is patient related; however there was no adverse patient outcome reported. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.